Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #701611909:brief description of complaint: plasmablade¿ tna - patient injury - burn - melted tip - when the device was removed from the patient it was noticed that the tip had melted. A second tip was tried and it also melted. The surgeon reported a slight burn on the inside of the patient's throat. It is unknown which device caused the burn. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿device # 1: ¿device name: plasmablade¿ tna ¿product number: ps300-002 ¿lot number: 0212083388 - new design ¿expiration date: 21-oct-2019 ¿quantity returned: 1 ¿device # 2: ¿device name: plasmablade¿ tna ¿product number: ps300-002 ¿lot number: 0212083380 - new design ¿expiration date: 19-oct-2019 ¿quantity returned: 1 testing performed: ¿device packaging inspection: ¿two returned plasmablade¿ tna handles with the adenoid and the tonsil tip attachments were received inside a fedex shipper box with a fedex mailer envelope within a plastic bag with no packaging to fill the negative space. ¿the devices were labeled as device # 1 and device # 2 for traceability. ¿the plastic tray and the tyvek® lids were returned; the device information was confirmed against the information listed within gch from the tyvek® lids. ¿there was no paperwork provided. ¿device visual inspection: ¿device # 1: ¿the device handle, adenoid tip, and the tonsil tip were returned. ¿the tna adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, image # 1 thru image # 6. ¿there are excessive amounts of eschar buildup on the electrode wire, with the excessive melting of the plastic housing and the electrode wire exhibits deformation. ¿all electrosurgical devices exhibit wear during use and wear is acceptable as long as it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. ¿the device and adenoid tip were cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode and plastic housing is acceptable, image # 3 thru image # 6. ¿acceptable damage: adenoid tip: ¿the wire remains intact ¿the melt-back is not wispy or stringy in appearance. ¿unacceptable damage: adenoid tip ¿there is excessive wire deformation ¿there is, greater than, > 33% of the ¿wire square¿ that is exposed ¿the wire has minimal support from housing and deformation in the ventral to dorsal direction during application. ¿insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup inside the suction opening, on the electrode wire and plastic housing which can diminish device performance, compromise the plastic housing and electrode wire and can contribute to the clogging of the suction opening. ¿see the reference picture of an adenoid tip - new design for comparison, image # 7 and image # 8. ¿the tonsil tip exhibits wear with tissue and coagulum buildup inside the suction opening which can diminish device performance and can contribute to the clogging of the suction opening, image # 9 and image # 10. ¿the complaint could not be recreated for the patient injury device burn issue that was reported in the complaint description; however, activating the device outside the field of tissue can create arcing which can cause the gap between the tissue and the device in the field to create sparking. ¿device # 2: ¿the device handle was not returned only the adenoid tip was received. ¿the tna adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, image # 11 thru image # 16. ¿there is eschar buildup on the electrode wire, with the melting of the plastic housing; the electrode wire exhibits deformation and is fractured, however, remains attached to the plastic housing. ¿all electrosurgical devices exhibit wear during use and wear is acceptable as long as it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. ¿the device and adenoid tip were cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode and plastic housing is acceptable, image # 13 thru image # 16. ¿acceptable damage: adenoid tip: ¿the melt-back is not wispy or stringy in appearance. ¿there is, less than, <(><<)>(><(><<)><(><<)>)> 33% of the ¿wire square¿ that is exposed ¿unacceptable damage: adenoid tip ¿the wire is no longer intact, however, remains attached to the plastic housing. ¿there is excessive wire deformation ¿the wire has minimal support from housing and deformation in the ventral to dorsal direction during application. ¿insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the wire electrode and the plastic housing which can diminish device performance, compromise the plastic housing and the wire electrode and can contribute to the clogging of the suction opening. ¿see the reference picture of an adenoid tip - new design - for comparison, image # 17 and image # 18. ¿the tonsil tip exhibits wear with tissue and coagulum buildup inside the suction opening which can diminish device performance and can contribute to the clogging of the suction opening, image # 19 and image # 20. ¿the complaint could not be recreated for the patient injury device burn issue that was reported in the complaint description; however, activating the device outside the field of tissue can create arcing which can cause the gap between the tissue and the device in the field to create sparking. Functional inspection: the functional inspection portion of this complaint inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0212083388 revealed there were no problems during manufacturing that can be associated with the reported complaint description. A review of the lhr for lot # 0212083380 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed within the laboratory environment. Device # 1 ex hibits unacceptable wear as there is > 33 % of the ¿wire square¿ that is exposed and the electrode wire has minimal support from the housing. Device # 2 exhibits unacceptable wear as the wire has minimal support from housing and deformation in the ventral to dorsal direction during application and the wire is no longer intact, however, remains attached to the plastic housing. This complaint will be tracked and trended within gch. Additionally, it was found that device # 2, lot # 0212083380, the electrode wire is fractured, however, remains attached to the plastic housing. Note: the returned adenoid tips are from the new design. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. J - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna - IFU 70-10-1429 rev. C - pulsar¿ ii generator operator¿s manual 61-10-0017 rev. H - device button tactile test procedure 61-90-0700 rev. D - test method procedure for adenoid tip test equipment: the functional portion of this complaint investigation was not performed therefore no test equipment was utilized during the complaint investigation. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported the plasmablade device tip melted. A second plasmablade device tip was used and the issue recurred. The surgeon also reported a 2nd degree burn inside the patient¿s mouth. It is unknown which device caused the burn and if any interventions were needed. Additionally, during analysis it was found that device #2, the electrode wire was fractured, however, remains attached to the plastic housing. This record represents device 2 of 2.